Event description:
During routine hourly check, a labor and delivery personnel noticed a pt IV was disconnected at the extention tubing mainline connection. Approx 200 cc's of clotted blood was noted on the floor, bed frame, and sheets. The current IV tubing does not lock securely to the 3-way stopcock extention tubing. Tape was used to secure it to the tubing, but it came disconnected. Rptr believes the 3-way stopcock in question came from excess from storage unit.